Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 35 and 37.5 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "paclitaxel was administered this morning over 3 hours and towards the end the patient complained of pain in her arm, it was swollen and red, infusion stopped, limb raised, cold pack given. Advice sought from plastics on call reg. Xray taken as requested by plastics and PICC line removed. When flushing the line after it had been removed there were two visible fractures at 35cm and 37.5.5cm (quite close to the exit at skin). PICC line at skin 40cm, external length 8cm."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0944 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "paclitaxel was administered this morning over 3 hours and towards the end the patient complained of pain in her arm, it was swollen and red, infusion stopped, limb raised, cold pack given. Advice sought from plastics on call reg. Xray taken as requested by plastics and PICC line removed. When flushing the line after it had been removed there were two visible fractures at 35cm and 37.5.5cm (quite close to the exit at skin). PICC line at skin 40cm, external length 8cm."